Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received a blood glucose result in the "130's" mg/dl range on the aviva system and she was experiencing symptoms of hyperglycemia. The patient was feeling shaky and dizzy. The paramedics were called and the blood glucose result was in the "800's" mg/dl range on the paramedic's meter. The "800's" mg/dl result on the paramedic's meter was taken within 10 minutes of the "130's" mg/dl result on the patient's aviva meter. The patient was taken to the hospital where she was treated with insulin via IV. The patient was in the hospital between 4 to 5 hours. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.